Event description:
It was reported that the patient underwent an explant procedure of a superion indirect decompression system in order to undergo a different procedure. The patient still had pain and was not clear if the device was working as intended. The physician tried to back out screw, but the cam lobes would not retract. The physician said the patient has scar tissue around the devices and they would not come out. The physician remained cautious and decided to leave them implanted.